Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the main tube presents deep scratches within an area extending approximately 1" from the interface with the proximal clevis where material was removed from the main tube. The damaged sections have a rough surface finish. No other damage was found. The following med watch MFR reports were sent to the FDA regarding this event: 2955842-2009-00332, -00334, -00335.

Event description:
It was reported that during a da vinci s myomectomy procedure a "shard" from the endowrist prograsp instrument shaft fell into the patient. The "shard" was retrieved and the surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported. It was noted during the procedure that the endowrist prograsp instrument "hit" the trocar. A cobra grasper instrument and a maryland bipolar instrument were also used during the procedure. It is unknown from which instrument the "shard" fell from. An inspection of the instrument shafts by the site revealed that the surface of the instruments were damaged. The sterile processing department and the robotics coordinator found that when they rubbed the instrument surface with their hands, "slivers" from the instrument shafts stuck in their hands.